Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had some segment missing on the screen. The customer¿s blood glucose level was unknown. The customer also reported that they were unable to read the display. The troubleshooting was performed for the partial display. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked lcd zebra connector. Insulin pump received with broken belt clip slot.